Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge. Shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the proximal sealant was wedged between advancer tube and shuttle cartridge. This condition may have also contributed to the device jam. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstruct the device path during deployment. Damage was observed at the proximal tip of the advancer tube; the deformed features indicated that the advancer tube may have been forced back over the tamp lock. If the user attempted to retract a jammed device the pressure can force the advancer tube back over the tamplock, therefore allowing the advancer tube to completely retract during return of the shuttle cartridge to the catheter handle. The review of the lhr (lot f1327608) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the failure to deploy could be a device jam and the probable cause of the device jam could not be conclusively determined.

Event description:
The following info was reported: when the physician was going to put the mynx, the white tube never came down, at the same time the seal (peg) was all in crumbs. Manual pressure was applied for less than 30 minutes.